Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model and was returned. No additional adverse patient effects were reported. Additional information indicated that the patient was asymptomatic. Additional follow-up with the sales representative was planned to obtain further information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A cut in insulation was noted during visual inspection however this is likely an explant damage. Also, a helix mechanism test was unsuccessful due to the helix housing being clogged with dried blood/body fluid consistent with use. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance reason. This ra lead was replaced with the same model. No additional adverse patient effects were reported.